Event description:
The needle has come off and they had to intervene to remove it from the patient during an ebus procedure targeting the subcarinal lymph node (station 7), the first puncture was difficult. While attempting to perform a second puncture, it was noted that the needle tip had detached inside the patient. Procedure - biopsy. It was performed in the trachea, targeting the subcarinal region device remain inside patient = the endoscope was removed to allow additional working space, and the detached needle tip was successfully retrieved using toothed forceps during the same procedure. No samples were obtained, and the biopsy was not completed addtl procedure = a CT scan and chest x-ray ; retrieval of the detached needle tip was required. Answers to additional questions received on 16 feb 2026: 1. Please describe the location in the body for the intended target site: the procedure was performed in the trachea, targeting the subcarinal region (lymph node station 7). 2. Please describe the size of the intended target site. The size of the intended target site is unknown. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? Yes. The first puncture was difficult. The issue was identified during the attempt to perform the second puncture. 5. Was force required on insertion of device into scope? No. 6. Was resistance felt while inserting the device through the scope? No. 7. What is the scope manufacturer and model number that was used? Manufacturer and model number unknown. 8. Was the scope recently service/repaired? Unknown. 9. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 10. Was the stylet partially removed when advancing the needle into the target site? Yes. 11. Was the device used in a tortuous position? No. 12. Are images of the device or procedure available? No. 13. How many samples were obtained (passes completed) with this needle? No samples were obtained. 14. Did any section of the device detach inside the patient? Yes. The needle tip detached inside the patient. 15. Was difficulty experienced while retracting the needle? Yes. Difficulty was experienced during needle retraction. The endoscope was removed to allow space for retrieval. 16. Was it possible to be fully retract before removing the needle from the patient? No. The needle could not be fully retracted prior to removal. 17. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Unknown. 18. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? The issue was noted when attempting to perform the second puncture. 19. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 20. If not with the device in question, how was the procedure performed and/or finished? The detached needle tip was retrieved using toothed forceps. The biopsy was not completed, and the patient was discharged without the biopsy being performed. 21. Did the patient require any additional procedures as a result of this event? Yes. The patient required retrieval of the detached needle tip. 22. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Yes. The intervention was performed during the same procedure. Additionally, a CT scan and chest x-ray were performed to confirm there were no complications. 23. Please provide tracking information if device will be returned. If required, the retrieved needle tip (removed from the patient) can be returned for evaluation. The remaining portion of the device was discarded and is not available.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p device did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-22-ebus-p device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use and label: the notes section of the instructions for use (ifu0060), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect the device with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause may be attributed to advancement of the needle into a hard, tortuous lesion during the initial puncture attempt. This is supported by the response to question 4, which confirmed that the first puncture of the target site was difficult. The tortuous nature of the lesion may have placed excessive stress on the distal end of the needle, which was further exacerbated during the second puncture attempt, ultimately leading to needle fracture. An additional potential root cause is the use of the endoscope in a flexed and/or twisted position, which may have contributed to increased mechanical stress on the needle and subsequent breakage. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle has come off and they had to intervene to remove it from the patient. Confirmed quantity of 1 device, confirmed used. According to the initial report, the needle tip detached inside the patient and had to be retrieved during the same procedure. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause may be attributed to advancement of the needle into a hard, tortuous lesion during the initial puncture attempt. This is supported by the response to question 4, which confirmed that the first puncture of the target site was difficult. The tortuous nature of the lesion may have placed excessive stress on the distal end of the needle, which was further exacerbated during the second puncture attempt, ultimately leading to needle fracture. An additional potential root cause is the use of the endoscope in a flexed and/or twisted position, which may have contributed to increased mechanical stress on the needle and subsequent breakage.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2026.